Manufacturer narrative:
Alleged failure: ceramics broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that a part of the white insulating is missing. The customer is not aware, if the part was missing from the beginning of the procedure or broke off during medical procedure.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a part of the white insulating is missing. The customer is not aware, if the part was missing from the beginning of the procedure or broke off during medical procedure.